Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, infection, adhesions, abdominal pain and surgical intervention. The instructions-for-use supplied with the device lists adhesions as a possible complication. In regards to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for repair of an incisional left ventral hernia on or about (B)(6) 2007, a composix e/x was implanted to repair the hernia defect. The patient underwent an additional operation on or about (B)(6) 2014 to remove the infected mesh. It is alleged that the patient underwent a further operation on or about (B)(6) 2015 to remove the remaining composix e/x mesh and deal with adhesion that had occurred due to the mesh. It is alleged that the patient experienced significant physical, psychological and emotional pain and suffering, undergone surgeries and hospitalizations, and has sustained permanent and debilitating injuries, disability and pain. The patient has suffered and continues to suffer from chronic abdominal pain, as well as significant psychological stress and depression. The patient has undergone and will likely require in the further other forms of care and medical treatments. Attorney alleges that the device was defective.